Manufacturer narrative:
The rapid infuser was received for evaluation on (B)(6) 2019. The investigation is not yet complete. The manufacturing records for this serial number were reviewed and nothing notable was observed. It was reported that there was no injury to the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported the following: "on (B)(6) 2019 at 0331 patient came as a direct to or 15. Once lines were established trn went to start belmont. Immediately everyone smelled burning and then heard a hiss. There was black smoke around the brain of the belmont where the electrical cord connects. (B)(6) left the room to get another belmont only to find that the battery wasn't working."